Event description:
It was reported that the right ventricular [rv] lead had high threshold measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular [rv] lead had high threshold measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the full lead was returned in segments and analyzed. The defib conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer insulation was melted. There was blood in/on the helix/lobe mechanism. (B)(4).